Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50cm; model#: sc-4316, lot#: 16114076, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure wherein leads and anchor were added for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing poor coverage following a car accident. The patient underwent a revision procedure wherein the ipg and leads were explanted. No device malfunction was suspected. The patient was doing well postoperatively. No further course of action. Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as it they were kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein leads and anchor were added for an unknown reason.